Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user dropped their ilet device from a pocket, resulting in a shattered screen in two places. The user was unable to unlock the device. A replacement was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.